Event description:
Applied biosystems sql lims software product has the following errors, and is not 21 cfr 11 compliant: 1. During results review/approval, allows concurrent results, changes unk to the reviewer/approver. 2. After approval for about 4 mins. Allows results changes and depending on the scenario, either a. Changes the audit trail timestamp to make it appear that things were done in the correct order or b. Removes/deletes the audit trail record showing the result was approved. 3. After about 4 mins, continues to allow result changes for as long as a change result screen is left open and changes results. This has been tested to happen up to 48 mins after approval and after both qc and qa lot release. 4. Results specifications can become "detached" or no longer applicable to the results field by a change to a data field not clearly related to the spec. There is a lack of data integrity between the sql lims "template" structures and specs. One change can effectively disable all product specs with no notification -error message- to the user, and no controls to stop subsequent processing and release of the product potentially out of spec.